Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer found an issue with the tubing in the rinse unit and replaced the tubing. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c501 module. The initial result was 168 mmol/l. As this did not match the patient's previous sodium results, the sample was repeated on another cobas analyzer. The repeat result was 139 mmol/l. The questionable result was not reported outside of the laboratory.